Event description:
The doctor indicated that the titanium interface separated and fractured from the zirconia portion of the abutment. The doctor was able to remove the remains of the abutment without damaging the implant. It was also reported that the patient did not suffer an injury infection.

Manufacturer narrative:
The zi-real abutment was discarded by the clinician and will not be evaluated, investigation not complete.

Manufacturer narrative:
3i product not returned ( discarded ), therefore complaint cannot be verified. No conclusion can be drawn. No lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition.